Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2020. H3 evaluation: a detached needle and a dispensed suture of product code j310h were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole, the suture end was examined and there is enough impression and insertion at the swage end. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as on what caused the suture was detached from the needle. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. During the procedure, the suture detached easily from the needle during use on the anus. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.